Event description:
It was reported by an international service center that the unit was sent to them for repair because there was an error code: 4005 cooling fan error. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Per service manual operational and diagnostic analysis confirmed the cooling fan error. The epac top (condor), cable assy, encl./heatsink fan to main, and epac bottom and tape sub-assembly were replaced to address the fan issue. Additionally, an earth ground nut was identified as missing and was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.